Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpacked ar-4500 meniscal cinch batch 15009419 was received for evaluation. Upon visual inspection, it was noted that the device arrived for evaluation with trocar #1 attached to the device on the upper slot. An attempt to move it was unsuccessful. Trocar #2 came out of the device. No functional test was performed because of the damage to the device. The most likely cause of the reported event is a user error following the device's surgical technique, per dfu-0156-6 at revision 0. G. Precautions. 4. Particular attention should be paid to excessive manually applied forces when deploying the device to avoid over-deployment. 5. Do not bend the device cannula. 6. Excessive movement of the device between deploying implant #1 and implant #2 can disrupt the deployment mechanism.

Event description:
On 5/16/2023 it was reported by an arthrex employee via email that an ar-4500 meniscal cinch did not deploy the first anchor. The case was completed using another ar-4500 meniscal cinch from a different lot number. This was discovered during a meniscal repair procedure on (B)(6) 2023.